Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va10p1x , implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0w23v, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient had their leads explanted after they felt a lump on their head, which indicated a lead had migrated or something similar. The issue occurred on the year prior to date notified, and the patient is getting re-implanted with an MRI planned. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.